Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the errors were observed on the servers after upgrade. A technical support specialist (tss) identified that the core server was still pointing to the old, synchronized server and performed knowledge article "med station es - incorrect sync server marked as core server" on the old application server. The customer was advised to upgrade the new application server memory to 16 giga bytes (gb) to support rabbitmq services. The bd external messaging services were found inactive, and network services were restarted, resolving the order cross over issue. Additionally, 29 missing printers were installed on the new server by comparing it with the decommissioned server. The customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server system encountered errors following the upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.